Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the ias (image acquisition system) will not fully boot. It comes up as far as a screen that displays the software settings. Reboots do not resolve the issue. There was no patient involvement.